Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the accessory usage is not tracked in the system logs, the reported event was unable to be confirmed or replicated.

Event description:
It was reported that the near infrared (nir) handheld camera light cord became unusually hot and burned some material and equipment in the procedural area. There was no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the light guide cable temperature issue did not cause patient harm or a staff injury. The issue only resulted in a burn mark on the drape before it was noticed and handled by the customer.